Event description:
During an ion biopsy procedure, the patient experienced bleeding followed by cardiac arrest and ultimately expired. The physician reported that shortly after the second or third biopsy, blood was observed in the endotracheal tube (ett) and the procedure was aborted. Instillation of iced saline was performed; then the patient suffered hypoxic respiratory failure and pulseless electrical activity arrest. Advance cardiac life support was initiated and the ett was repositioned into the non-bleeding lung. When the patient achieved stability, blood clots were removed from the airway, and a balloon blocker was placed. The patient achieved brief return of spontaneous circulation. After discussion with the family, the decision was made for no further resuscitative efforts, and the patient expired the same day. The source of the bleeding was hemorrhage from the target site, and the cause of death was massive airway hemorrhage. The physician reported that there was no clear cause for the event from the ion system specifically, although the catheter did move several times back and forth during the biopsies which could have contributed to the bleeding injury. The physician stated, ¿I would not characterize the catheter moving as it did as a malfunction.¿ no autopsy will be performed.

Manufacturer narrative:
Review of ion error logs for the procedure did not find any errors that are relevant to the reported event. The review also showed that when trackball motion was detected, it resulted in the commanded catheter articulation. When the scroll wheel was activated and forward motion was detected, it resulted in the commanded insertion motion, and when the scroll wheel was not active, the actual insertion position stayed the same. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that an elderly female patient underwent ion biopsy for a lung lesion concerning for malignancy. During the procedure, patient experienced significant hemorrhage. Despite attempts to control the bleeding (instilling ice-cold saline and deploying a balloon blocker), patient progressed into hypoxic respiratory failure and pea cardiac arrest. Rosc was reestablished briefly, but the patient¿s family decided on no further resuscitative efforts. Patient expired the same day. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the reported event was likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.